Manufacturer narrative:
The reported events were p-wave amp variation, unacceptable threshold, and helix mechanism issue. A complete lead was returned in one piece with the helix found retracted and clogged with bodily fluid. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of p-wave amp variation and unacceptable threshold were not confirmed. Electrical testing did not find any anomaly.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited low p wave sensing, high capture threshold measurements and helix damaged. The ra lead was removed and replaced. The patient was in stable condition throughout.